Manufacturer narrative:
This incident has been recorded under cmp (B)(4). Upon completion of the investigation a final/supplemental report will be submitted. Additional report for associated mesher is found on 0001526350-2023-00085.

Event description:
It was reported that the cutter failed the mesh test cut due to an incomplete cut. No harm or delay were reported as the event was outside of surgery and their was no patient involvement. No adverse event was reported with this event. Diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.